Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was that they were having problems charging the implanted neurostimulator. Patient stated that the controller charged up to 100% real quick, however when they tried to charge the ins, the ins would charge for 5 minutes and then rm3 would appear; agent understood that system problem rm03 was the message appearing. Patient noted that it took them 8 hours last night to charge the ins to 60%. Ptsaid that the controller said something about the software at one point as well; agent understood that a software problem message appeared. When asked for the event date, pt said that the issues had been going on for about 3 days now. During the call, agent had the patient reset the controller. Agent had the pt unlock the controller. Pt saw memory problem; agent reviewed screen meaning and pt set the date and time. Agent had the pt then open up the batteries screen; the controller was at 90% and the ins was at 70%. Pt sawno apparent damage to the equipment. Agent had the pt initiate an ins recharging session. Pt saw recharging excellent. Pt said that another thing lately that was happening was that the ins would be on and they would go to work but then their back would start hurting and when they got home and checked the controller they would see that the ins was off. Pt denied that the ins battery was low at that time. Pt said that it was like they shut the ins off when they hadn't so they would turn the ins back on.